Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 78 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 1.760 was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on 05 jan 2023. It was reported that error message and leaking in the pump were encountered. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used for thrombectomy procedure. During procedure, the device showed saline error, and this happened several times even after resetting the console. The console drawer was opened, and liquid was observed under the pump. There was no visible damage on the catheter or the console. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable. However, returned device analysis revealed a hypotube break.